Event description:
It was reported that the spring arm cover of the polaris 600 became fractured and dropped into the sterile environment of the operating theater. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected system was examined onsite by the dräger service. The affected spring arm cover was made available for further investigation. The affected part is the joint cover of the spring arm that has fallen off. Examination of the cover found clear traces of external force that can be traced back to impact or collision-like contact with the covering. This is an indication for improper handling of the spring arm. The dräger service has already replaced the spring arm covers to the affected spring arm. The form-fit latched spring arm joint cover can become loose due to an external impact (gap formation) and can also fall if loosened further. The function of the spring arm (swivelling with set spring force and height stop) is not impaired by the loss of the joint cover. According to the instruction for use, caution is advised when working with the light system, as objects may otherwise fall into the surgical field. It also states that collisions between the light bodies or parts of the arm system should be avoided. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the spring arm cover of the polaris 600 became fractured and dropped into the sterile environment of the operating theater. There were no health consequences for the patient reported.